Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in 2008, in the patient's right (od) eye. The lens was explanted seven months later, due to the lens moving in the patient's eye due to inadequate vaulting. The patient was complaining of glare and arcing. The lens was removed with no patient injury and was exchanged for a longer lens. The reporter stated the most likely cause was due to inaccurate white-to-white measurement.

Manufacturer narrative:
(Glare, arcing) - evaluation: results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. Conclusion: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault.